Event description:
Found during routine testing, according to the reporter, the device will not operate on ac power, only battery power. There was no patient associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and part number information to replace the power supply module and repair the device.